Event description:
A surgeon reports observing opacification inside the optical area of an intraocular lens implanted 2002. He also commented that the lens looked distended. The effect, if any of these observations is not known. The pt's vision had decreased from 0.9 (20/22) to 0.01 (count fingers at 2 feet) due to fundal hemorrhage caused by diabetic retinopathy. The lens remains implanted. Additional info has been requested.